Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202106291, recently experienced mercy health / st. Mary¿s hospital. Information received that ¿white handle was spinning around freely.¿ it is noted to have occurred during surgery and there was no impact or injury to the patient. Additional information received notes incident occurred during robotic hysterectomy on (B)(6) 2021 after about 15mins of use while manipulating the uterus. . There was no impact nor injury to the patient. All components remained intact, just loose. The vcare did not break apart. Procedure successfully completed using the same device - surgeon had to try and manipulate with out using the white end handle. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, lot 202106291, recently experienced (B)(6) hospital. Information received that ¿white handle was spinning around freely.¿ it is noted to have occurred during surgery and there was no impact or injury to the patient. Additional information received notes incident occurred during robotic hysterectomy on (B)(6) 2021 after about 15mins of use while manipulating the uterus. There was no impact nor injury to the patient. All components remained intact, just loose. The vcare did not break apart. Procedure successfully completed using the same device - surgeon had to try and manipulate with out using the white end handle. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the reported event is confirmed. Conmed received two 60-6085-201a in original packaging. Lot number of device, 202106291, was verified based on packaging. Visual inspection found the handle on both devices were spinning. The handles were taken apart & the tubing inside the handle was cracked & broken in half causing the tube to spin. A functional test was performed by placing the vcare in water and injecting 10cc's of air into the pilot balloon of the device. The balloons inflated & leaks were not detected. Device history record manufacturing documents have been reviewed & found no abnormalities that would contribute to this issue. Two-year lot history review shows a total of four complaints for this lot number & failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 55 complaints, regarding 75 devices, for this device family & failure mode. During this same time frame (B)(4) devices have been manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.